Event description:
It was reported that repeated problems were encountered with maintaining secure attachments between the dic, disposable inner cannula, and the "dct" device. Limited info regarding the event, pts and device usage/maintenance. There was multiple pts involved and no reported injuries. Six (6) 8dic and three (3) 6dic components were returned for eval. The MFR performed functional testing on the returned product and no non-conformance was found. The reported complaint could not be duplicated.